Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported an elevated blood glucose (bg) event. The patient indicated that her bg levels became elevated at 8:30 pm the previous evening. She claimed that her bg level reached "522 mg/dl" and she had developed symptoms of nausea with moderate ketones. At the time of contact with anm, the patient's bg level had decreased to "367 mg/dl" without symptoms. The patient had reportedly changed the vial of insulin and her site 3 times. She denied having any site issues or with site rotation. Through troubleshooting, no associated alarms were found in the pump's alarm history. The pump's bolus and basal histories were confirmed as being correct. No suspends were observed. The tdd added up correctly. The anm representative involved in this contact informed the patient that there was no evidence of a mechanical issue with the subject pump. The patient was advised to consult with her health care provider (hcp) regarding a possible need for settings adjustments. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump, diabetes management factors, and/or use-error contributed to the patient¿s injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.